Event description:
It was reported that during a laparoscopic splenectomy while using the shears, an error code 5 occurred. Scrub technician loosened the shears and retorqued and the same error code occurred. Retorqued again, same error. Replaced with new shears. No pt consequence. Device will be returned.